Event description:
It was reported that dissection occurred. The 95% stenosed target lesion was located in the calcified left circumflex artery (lcx). After pre-dilatation of a non-boston scientific balloon, a 32 x 3.50 promus elite drug-eluting stent was deployed in proximal lcx. However, an edge dissection was noted in the distal end of lcx. The dissection was covered with another device and the procedure was completed. No further patient complications were reported and the patient was stable. It was further reported that the target lesion was mildly tortuous and mildly calcified, and the stent was fully deployed at 14 atmospheres. It was noted that the dissection was flow limiting.

Manufacturer narrative:
Updated h6: patient codes and b5: describe event or problem good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that dissection occurred. The 95% stenosed target lesion was located in the calcified left circumflex artery (lcx). After pre-dilatation of a non-boston scientific balloon, a 32 x 3.50 promus elite drug-eluting stent was deployed in proximal lcx. However, an edge dissection was noted in the distal end of lcx. The dissection was covered with another device and the procedure was completed. No further patient complications were reported and the patient was stable.